Manufacturer narrative:
Initial.

Event description:
It was reported that the user stopped meal announcements and intentionally entered reduced carbohydrate amounts to receive less insulin due to concerns about lows, which constitutes improper procedure and a user interface¿related usage issue. Symptoms included hypoglycemia with blood glucose around 60 mg/dl and associated anxiety. Outcomes included unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with relevance to the device¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.